Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents from this lot. All available information was investigated and the reported difficulty grasping and slda appears to be related to patient morphology/pathology. The reported patient effect of worsening mitral regurgitation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedure. The recurrent mitral regurgitation was due to slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for single leaflet device attachment with increased mitral regurgitation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and a restricted posterior leaflet. On (B)(6) 2019, a mitraclip ntr was advanced. Grasping was difficult due to the coaptation gap and the restricted posterior leaflet. After several attempts to position the clip, the clip was successfully deployed at a2/p2 reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. On (B)(6) 2019, echocardiogram showed moderate to severe mr. On (B)(6) 2019, echocardiogram confirmed a single leaflet device attachment (slda). The clip detached from the posterior leaflet and remained attached to the anterior leaflet. The mr increased to 3-4. In the physician's opinion, the slda was due to restricted leaflets and the coaptation gap. No attempt for treatment will be made.